Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During procedure, the right ventricular (rv) lead exhibited a helix mechanism issue resulting in failure to extend the helix. The physician elected to remove and replace the rv lead on (B)(6) 2024. The patient was in stable condition.

Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. As received, a complete lead was returned with the helix found extended and clogged with blood/tissue. X-ray examination performed found an over torqued inner coil present at the connector region which was consistent with procedural damage. The x-ray examination of the helix mechanism found no anomalies or distortion of the helix that would have contributed to helix mechanism issue reported in the field. Electrical testing found no indication of conductor fractures or internal shorts. The cause of the reported event was isolated to blood/tissue in the helix region and over torqued inner coil.